Event description:
Pt requested epidural anesthesia for labor analgesia. The epidural space was identified with ease using a braun custom perifix epidural tray kit. The epidural catheter was placed uneventfully. It was, however, impossible to inject through this catheter because of an apparent total occlusion which necessitated immediate removal. On very close inspection of this epidural catheter it was found to be non patent at its tip as a result of what appeared to be a manufacturer's defect. A "glob" of catheter material had effecively sealed the single orifice at its distal end. As a result the pt required a second epidural to be placed.